Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. The cause of the early battery depletion was due to high current draw from the hybrid. The cause of the high input current could not be conclusively determined. No other anomaly was detected.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion due to high current drain. The device was explanted and replaced. Patient was stable.